Event description:
The customer reported a false nonreactive alinity I anti-hbc ii result generated on the alinity I processing module for one pregnant female patient. The patient¿s current anti-hbc ii result was inconsistent with her historical results, which have previously been reactive. During the current testing event, the initial anti-hbc ii result was nonreactive, and repeat testing of the same sample also yielded a nonreactive result. The following data was provided (reference range for anti-hbc: < 1.00 s/co is nonreactive, >/= 1.00 s/co is reactive): sid (B)(6) : (B)(6) 2025: anti-hbc ii result = 1.11 s/co; other testing provided: anti-hbs result = > 1000 miu/ml. (B)(6) 2026: anti -hbc ii result = 1.16 s/co; other testing provided: anti-hbs result = > 1000 miu/ml (first trimester of pregnancy). (B)(6) 2026: anti-hbc ii result = 0.72 s/co; other testing provided: anti-hbs result = > 1000 miu/ml (third trimester of pregnancy) the results were reported to the clinical physician. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p87 that has a similar product distributed in the us, list number 7p84, with 510k/PMA/bla number p080023.